Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related MFR report: 1627487-2021-01581. It was reported the patient complained of ¿feeling knots¿ at the scs system generator pocket site. Surgical intervention was taken and upon opening the pocket it was noted the lead paddle tails were coiled on top of the generator/battery. The tails were reportedly twisted together as if braided. The lead tails were uncoiled and curled behind battery. Postoperatively, the system checked fine and stimulation therapy restored.